Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy evo ventilator evaluation was completed with the following findings:. On device evaluation, a ventilator inoperative condition was confirmed. Evaluation confirmed an error code e-155 recorded indicating machine flow sensor drift above the specification. The device's system printed circuit board assembly requires replacement to address this issue. However, no repairs are completed because the device was processed as scrap.